Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a recharge antenna failure, no device found message. It was also noted there was a loose recharger cable at the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger cord was coming apart and frayed. The patient stated that they had difficulty charging their controller on and off for a while. They stated a couple days prior the controller wouldn't charge at all. The controller green light didn't start blinking when they plugged into the power cord and didn't indicate that it was charging on the screen. The patient confirmed the power supply green light was on and didn't see visible damage to the cord. The ins was at a red level and the controller was at 40%. The patient took the battery pack out and plugged in the power supply cord and the controller turned on and indicated that the batteries needed to be charged. No symptoms were reported. No further complications were reported or anticipated. Additional information was received. It was reported that they think they need a new recharger because they have two currently and neither one will work. Caller stated they had a recharger and the cord frayed so they were sent a replacement, but over the past month they cannot get connected to recharge the implant and keep seeing no device found. Caller stated that after a lot of attempts they can get connected with the frayed recharger but the newer, replacement recharger does not work at all. Caller added that they sometimes feel that both rechargers get burning hot while trying to recharge but has not left any marks on the skin. Caller added that they have lost a lot of weight but their doctor said that the implant is okay and does not think that is related to the charging issue. Agent had caller connect recharger to controller. Caller went through several attempts of "no device found- try again" before getting connected to the device. Caller stated that they were using the older, frayed cord because the other one doesn't work at all. Agent had caller examine the replacement recharger for damage; caller stated there was a small fray in the cord near the connection. Caller added that there is one spot on the device that gets super burning hot and thinks there is an internal problem within the cord. The issue was not resolved. An email was sent to the repair department to replace the recharger.